Event description:
The dimensions unit was giving error messages during the exam of the last patient. The technologist has tried several different times to get an image causing the patient to experience numerous compressions and additional imaging to complete the study. When I initiated quality control procedures the next day, the first image was degraded and had artifacts. After deleting and attempting a second image of the calibration series. I also received image capture error messages and the unit would not expose. The hologic service team was contacted to dispatch a service engineer. Due to the unavailability of tomosynthesis 3d imaging option, ten patients were cancelled, rescheduled.